Event description:
It was reported that programming wand is not functioning as well as other programming wands on site. Troubleshooting has been performed. The battery of the programming wand has been replaced with a new one and there doesn't seem to be any connection problems. After troubleshooting was performed, the programming wand is still having issues. Product was returned and is pending product analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.